Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: do any of the three devices used on case have visible pieces of sleeve torn from devices or is any part missing from devices? Did user see any pieces of devices fall into patient? If user saw pieces of devices fall into patient, were pieces of device retrieved? Was user able to account for all device components? Are all device components being returned for analysis? Was there any change to procedure or post-op patient care as result of issue? Follow up received from affiliate: nobody can tell if a tiny piece is missing because the blue rubber is badly torn. However, it is difficult like a puzzle to reconstruct it because it is elastic. The user is not sure if any piece fell into the patient. A tiny piece was hanging from the rubber which eventually got detached outside the body. We tried our best but no way to telling. We have it in a peel-pack. Waiting for return kit to be sent to account. Nothing changed except that we have to open another one.

Event description:
It was reported that during a hand assisted laparoscopic surgical (hals) colectomy procedure, the seal cap broke. There is a concern about polyurethane bits in the patient. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the iris seal of the hap02 device was torn. The iris seal exhibited a tear. The initiation site for the tear was adjacent to the inner upper seal ring and propagated horizontally 360º around the upper ring. No functional testing could be performed due to the condition of the returned device. Although the iris seal is torn, the opening and closing mechanism could be tested and it functioned as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.